Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level specified, although the caller mentioned a level above 400 mg/dl but did not complete a fingerstick reading. Technical support educated the caller on the proper cartridge loading process and attempted to assist in resuming insulin therapy, but the alarm recurred. The pump was out of warranty, and the caller had already obtained a new pump through the renewal process. The customer plans to use this new pump upon returning from travel.